Event description:
It was reported to philips that the device fails the operational check. The customer / biomed worked with the technical support representative. The biomed already replaced paddles and test load but error still happens intermittently diagnostic performed by engineer : partsid - ext 4356...failing defib test part of operational check. Charge/shock failure error in status logs and fail/dx in auto test summary. Biomed already replaced paddles and test load and error still happens intermittently. Provided parts ID for therapy pca board and capacitor. The technical representative provided parts identification for therapy pca and high voltage capacitor to the customer. The biomed eventually called back and indicated that the device was now working normally and passing the all tests. We are unable to determine the root cause of the event since that information was not left or known by the biomed.

Event description:
It was reported to philips that the device fails the operational check. There was no patient involvement.